Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the device would not remain powered on in order to charge and shock during testing. Physio confirmed that the internal hybrid layer capacitor (hlc) batteries had depleted; however, the cause of the hlc depletion could not be conclusively determined. The customer was provided with a replacement device.

Event description:
The customer reported that their device was showing its charge-pak and attention icons. After an evaluation of the electronic device download, it was observed that the internal hlc batteries had depleted to a level which may not support effective defibrillation therapy delivery. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.